Manufacturer narrative:
Device was discarded, no analysis will be performed.

Event description:
The physician used the cassi ii rotational core biopsy system for a breast biopsy. During the procedure, a sample was not obtained. The procedure was discontinued and the physician rescheduled the pt for an open surgical biopsy.